Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, the robotic-assisted solution saw handpiece device was observed to oscillate on its own, without being triggered, during the tibia cut. The doctor also noted that the distal cut was misaligned by 2.5 mm proximally, while the anterior cut was off by 3 mm in front of the bone. The device was utilized together with the robotic assisted base station device; robotic assisted satellite station device and the robotic-assisted solution saw interface (left) device. It was reported that there were no delays to the surgical procedure as the procedure was manually completed. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.